Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was prompting an unknown error message when the patient was attempting to test his blood glucose. The complaint was classified based on the customer care advocate (cca) documentation as well as from the email sent by the reporter. The reporter stated the alleged issue first occurred on (B)(6) 2013 at dinner time. The reporter stated the patient uses oral medications with diet and exercise to manage his diabetes. The reporter stated a 'couple weeks' after the issue occurred, the patient developed symptoms of 'excessive thirst.' The reporter stated the patient did not receive any treatment in response to his symptoms. At the time of troubleshooting, the reporter stated the alleged issue was resolved with troubleshooting. This complaint is being reported because the reporter claims, due to the alleged issue, the patient developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Follow-up (6/5/2013)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by lifescan product analysis on 5/17/2013 and 5/20/2013 respectively with the following findings: the meter and test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 5/13/2013, test strips- 5/13/2013. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.